Manufacturer narrative:
Clarification b3 (date of event): 9 years after implant. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade iii.

Event description:
Patient reported "hardening of the left breast, which initially associated with breastfeeding her child. The doctor informed her that her prosthesis model had been withdrawn due to cancer incidence and recommended removing them". Later, healthcare professional reported "swelling, hardening in the left breast, and persistent discomfort", "capsular contracture baker iii". This report is for the left side. The device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: - capsular contracture: unable to observe as it is not related to the manufacturing process. - anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "hardening of the left breast, which initially associated with breastfeeding her child. The doctor informed her that her prosthesis model had been withdrawn due to cancer incidence and recommended removing them". Later, healthcare professional reported "swelling, hardening in the left breast, and persistent discomfort", "capsular contracture baker iii". This report is for the left side. The device has been explanted and replaced with non-abbvie device.